Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one (1) egia 60 articulating med/thick sulu opened by the account. Product analysis suggests the product was used in a surgical procedure. The reported condition was not confirmed. Replication of the prefire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. No enhancements or improvements were generated for the reported condition. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a reload was connected to the adapter, however the status indicators were illuminated blue and the cartridge indicator was flashing green, showing replacement. They tried to return the articulated jaws to the straight position five times, however the reload wouldn't straighten. They could open and close the jaws with no problem. A new device was used to complete the procedure. There was no patient injury.